Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, an intuitive surgical, inc. (Isi) technical support engineer (tse) was informed by the customer that the system was not working, and repeated non recoverable error 319 was present. The tse confirmed the error in the logs pointing to the endoscope controller (ec) and the video processor (vp), the tse had the customer confirm that the power switches on both components were turned on. The tse next had the customer verify that the orange fiber cable between the ec and the vp was fully seated, and the customer reseated the gray fiber cable from the vp to the core. After a system reboot, the error persisted, so the tse instructed the customer to power the system off, reseat the orange fiber cable between the ec and the vp, and cycle the power switches off and back on. When the system was powered on again, but the error persisted. The customer did not have any other system available; therefore, the customer elected to complete the case laparoscopically. There was no patient involvement when the issue was identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscope controller (ec) and the video processor (vp) to resolve the issue. The system was verified and ready to use. Isi has not received the ec and vp for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.